Manufacturer narrative:
The product was not returned for investigation. The reported complaint was not verified. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. The directions for use (dfu) were reviewed. The dfu provides the customer with proper usage instructions and guidelines. As a result of the investigation, there is no indication of a product quality deficiency all pertinent information available to abbott medical optics has been submitted.

Event description:
The intraocular lens (iol) did not unfold properly out of the preloaded cartridge. The doctor used a new iol same model and diopter and the patient is fine. The iol was in contact with the patient¿s eye. A vitrectomy was not performed. No incision enlargement needed. No sutures required. No serious patient injury. The iol was not fully inserted. The lens was removed and replaced. No additional information was provided to abbott medical optics.